Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the sensor failed and upon removal, noticed that the sensor wire was missing and appeared to be stuck in her skin. The patient said the site hurts a little when touched because of the wire and bruised, so she placed a bandage over the area. The next day, patient went to urgent care to have the wire removed. A doctor checked the area by looking at it (no tests were done) and confirmed that the sensor wire was still inside her skin. The doctor tried to remove it using tweezers but was not able to because the wire was in her muscle. The doctor decided not to continue trying to remove it because there was a risk it could go deeper into the muscle. The patient was advised to monitor the area and wait, as the wire may come out on its own within 7 days. Patient was also prescribed oral antibiotic cephalexin 500 mg to take twice a day for 10 days to prevent infection. The patient was advised to return if the wire is still in her skin after 7 days. The patient did not undergo a surgical intervention due to the stuck wire. There was no documentation of further medical intervention. At the time of report, the patient is doing okay but feels uncomfortable because the wire is still in her skin. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)